Event description:
It was reported that air bubbles appeared inside the tubing after the customer had changed the infusion set within 24 hours. Customer reportedly did not rewind with a reservoir in place. Insulin was reportedly at room temperature. Customer's reservoir filling technique appeared normal. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.